Manufacturer narrative:
On 1/7/2019, it was reported to mentor the patient reports she is experiencing constant shortness of breath. In addition, the patient did not experience capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/08/19, it was reported to mentor that the initial reporter¿s email is (B)(6). Phone number is (B)(6). On 2/22/19, it was reported to mentor that the date of explantation is (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/1/2018, mentor received information that identified the initially reported unknown device and that the patient is experiencing shortness of breaths. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with an unknown mentor saline prostheses. Deflation on the left breast prosthesis was diagnosed post procedure through a visual examination. It was also noted that the prosthesis was sitting on her heart and becoming firm. At the time of this report, mentor has received no information regarding explantation or expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, it was reported that a 33 year old patient who underwent primary breast augmentation with mentor saline implants in 2005 developed left implant deflation that was observed in january 2017 that was observed visually. The patient reports she is experiencing constant shortness of breath and "implant is sitting on her heart and becoming firm". The patient then presented to the emergency room on (B)(6) 2019 due to her left breast implant exposure through the skin and presence of puss. The patient was treated with IV antibiotics. No date of explantation was reported thus far. No product issue, such as rupture, was reported. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4). , and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/28/2019, it was reported to mentor that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. In addition, the implant was removed on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record (DHR) for the lot number 5869554 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).